Event description:
Customer reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resumed insulin therapy.